Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, intermittent loss of capture with less than two second pauses, and pacing not delivered when required. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.